Event description:
It was reported that medical attention was sought in (B)(6) 2017 at 9:00 am after the end user received high blood glucose readings from his prodigy diabetes meter. (The end user could not recall the actual date of the medical event). The end user was nervous and felt dizzy. His blood glucose reading at the time of the event was 205 mg/dl. The paramedics were called and performed a blood glucose test with their meter and the reading was 98 mg/dl. No treatment was administered by the paramedics nor was the end user taken to the ER. No additional information was provided in relations to this medical event.